Manufacturer narrative:
On (B)(6) 2019 haemonetics was made aware of a nexsys pcs device in which the customer's technician observed an issue with the cover lock assembly. Upon further inspection of the device, the technician observed some scorch marks on the interconnect and device control printed circuit boards. The customer's technician evaluated the device and did not find any other damaged components, and has ordered replacement components to be sent for resolution. Haemonetics has sent a replacement interconnect pcb and a device control pcb to be installed by the on-site technician, who will also ensure that the device is calibrated and meets all specifications prior to being returned to service. There was no donor involved in the procedure when this failure was detected. This failure had occurred during the power on self test (post) protocol. The device must pass the post protocol prior to being able to initiate a device and introduce a donor to complete a procedure. The device will detect any hardware failures and will not pass the post until the device has been repaired, preventing risk of injury to the donor as a result of a hardware failure. There were no injuries reported as a result of this incident, however haemonetics has previously submitted reports of thermal decomposition observed within a device, as a result this incident is deemed reportable.

Event description:
On (B)(6) 2019 haemonetics was made aware of a nexsys pcs machine which had experienced issues with the cover lock on the device. Upon further evaluation from the on-site technician, scorch marks were observed on the interconnect and device control printed circuit boards. The technician has requested replacement components to repair the device. This failure had occurred during the power on self test (post) protocols, there was no donor involved with the device at the time of the failure. There were no injuries reported as a result of this incident of thermal decomposition.